Event description:
It was reported that before placing the catheter to standardize the operation, the catheter bladder was checked, injected 30ml of saline with a syringe, and the catheter bladder ruptured on its own immediately after injection. It was not used on patient and did not cause harm to the patient. At the same time, another bud disposable sterile catheter was replaced and the same operation was performed and no abnormality was found. As per additional information received via email on 17jul2020 from ibc representative, the detached balloon and urethral catheter were complete.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that before placing the catheter to standardize the operation, the catheter bladder was checked, injected 30ml of saline with a syringe, and the catheter bladder ruptured on its own immediately after injection. It was not used on patient and did not cause harm to the patient. At the same time, another bud disposable sterile catheter was replaced and the same operation was performed and no abnormality was found. As per additional information received via email on 17 jul 2020 from ibc representative, the detached balloon and urethral catheter were complete.